Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19032698.

Event description:
It was reported that the patient was experiencing inadequate stimulation and underwent an explant procedure. The explanted ipg and leads were not returned.